Manufacturer narrative:
H6: a follow up report will be filed, once the quality investigation is complete.

Event description:
It was reported, that during testing at the hospital. The blade broke. This event did not occur, during a surgical procedure. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
D4: added lot number and catalog number. H2: received device catalog and lot number. H2: device not returned for evaluation. H6: the quality investigation is complete.

Event description:
It was reported that during testing at the hospital, the blade broke. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.